Manufacturer narrative:
The hill-rom technician evaluated the bed and found the scale pod membranes were inoperable. Scale pod membranes are the source of bed exit setting controls. The technician replaced the scale pod membranes to resolve the issue. The patient was evaluated by the hospital nursing staff and found to have a fractured leg. The account would not provide which leg was fractured and only stated that no surgery was required. The reported injury is serious in nature per FDA definition. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient fell from the bed. The bed was located at the account. This report was filed in our complaint handling system as (B)(4).